Event description:
It was reported that a day after a vena cava filter was implanted on a multiple trauma pt, one of the legs was perforating the vena cava approx 1.5 cm outside the cava wall and was sticking into the duodenum. This was noted after the pt had a 'wash out' of the abdominal cavity that involved a great deal of manipulation of the abdominal organs as well as packing. The dr reported the perforation of the filter leg was probably due to their manipulation of the cava during the exploratory laparotomy and abdominal cavity wash out. The filter leg was cut off and a stitch was placed at the site of the perforation, due to small bleeding at the site. The filter was scheduled to be retrieved later that night after the laparotomy was completed and the pt was returned to the sicu in stable condition. It was discovered at the schedule retrieval, that the filter was tilted, almost sideways, with two arms pointing upwards above the apex of the filter. It was reported that the filter was removed with a 12 f sheath and a pair of bronchoscopy forceps. It was noted by the dr that the stitch that had been placed in the or at the perforation site was near the apex of the filter.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for eval. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device staples: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.